Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 530 mg/dl. Patient's current blood glucose value: unknown. Power error detected (resolved by troubleshooting) was also reported. Customer declined blood glucose level troubleshooting. The device is expected to be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window, stained keypad overlay and scratched case.